Event description:
It was reported that the tip of the device broke. The patient underwent coronary angioplasty via right radial approach. An opticross hd intravascular ultrasound (ivus) catheter was inserted over a non bsc guidewire, but the tip of the ivus catheter became detached while in the mid-lad. The rest of the ivus catheter was withdrawn, leaving the tip in situ in the mid-lad. The physician was unable to pass a guidewire past it, so the tip was pushed into the distal lad. The tip of the device remains in the coronary artery. At present the patient remains well and is being prepared for discharge.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned. Upon visual inspection, it was observed that the imaging window was detached from the lap joint section. It's important to mention that the portion detached (imaging window) was not returned. No damages or failures were observed on the ccp board assembly. No friction marks were observed between the rotator and the retainer clip. Kinks were observed in the telescope and the sheath assembly. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 24.00 cm from the distal end of the connector shaft. Upon microscopic inspection, the distal housing of the transducer was observed complete and with no shattered pieces. (Prior to impedance and image test) the imaging window was detached from the lap joint section of the sheath assembly. Impedance testing shows an electrical open at proximal wave form, however, the image testing was not performed due to the encountered detachment. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
It was reported that the tip of the device broke. The patient underwent coronary angioplasty via right radial approach. An opticross hd intravascular ultrasound (ivus) catheter was inserted over a non bsc guidewire, but the tip of the ivus catheter became detached while in the mid-lad. The rest of the ivus catheter was withdrawn, leaving the tip in situ in the mid-lad. The physician was unable to pass a guidewire past it, so the tip was pushed into the distal lad. The tip of the device remains in the coronary artery. At present the patient remains well and is being prepared for discharge.